Event description:
In 2002, the cryopreserved aortic valve was implanted into a patient. According to the surgeon's report, immediately after implanting the valve bleeding was noted from 5-6 tiny holes in the middle of the graft. The holes were reported as similar to "pin holes". The valve was tested for competency at the user facility prior to implantation with no problems noted. The condition required additional suturing and operative time.